Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils were in pieces'), pelvic pain ('increasingly severe pain / chronic pelvic pain'), menorrhagia ('heavy menstrual bleeding / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and bipolar disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches / migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder and vulvovaginal pain outcome was unknown and the pelvic pain, menorrhagia, discomfort, back pain, abdominal pain, abdominal distension, rash, migraine, abnormal weight gain, dyspareunia and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder disorder, device breakage, discomfort, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2009 (pfs). Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The left esure device was placed with about three coils of tubes seen at the end . The right one was placed with approximately six coils of tubes seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, vaginal pain, coils were in pieces. Event menorrhagia make medically significant and intervention required. Reporter information, medical history, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils were in pieces'), pelvic pain ('increasingly severe pain / chronic pelvic pain'), menorrhagia ('heavy menstrual bleeding / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and bipolar disorder. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("excessive migraine headaches / migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation and surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder and vulvovaginal pain outcome was unknown and the pelvic pain, menorrhagia, discomfort, back pain, abdominal pain, abdominal distension, rash, migraine, abnormal weight gain, dyspareunia and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder disorder, device breakage, discomfort, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2009 (pfs). Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The left esure device was placed with about three coils of tubes seen at the end . The right one was placed with approximately six coils of tubes seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.